Manufacturer narrative:
Unfortunately, the explanted device was not returned to edwards for analysis; therefore, the source of the reported calcification could not be assessed. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Although the root cause of this event cannot be confirmed, it appears that the patient's stenosis was likely caused by the calcification noted. Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized, usually by glutaraldehyde pretreatment. The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. In this case, the result of calcification was stenosis and regurgitation. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. No further actions are possible with the available information.

Manufacturer narrative:
Customer report of calcification was confirmed. As received, leaflet 1 was cut from the stent. Heavy calcification was observed in the cusp areas of all three leaflets. Leaflet 2 had a hole in the cusp, hole measured approximately 2 mm x 3 mm. Leaflet 2 had a tear at commissure 2, tear measured approximately 7 mm in length. Leaflet 3 had a tear at commissure 1, tear measured approximately 7 mm in length. Calcification was observed near the regions of the hole and tears. X-ray. The explanted device was returned to edwards for analysis which confirmed the reported calcification. There is no change in the original conclusion of this event. No further actions are possible with the available information.

Event description:
It was reported that the valve was explanted after an implant duration of approximately 13 years due to bioprosthetic aortic valve degeneration with stenosis, regurgitation and calcification. Per the operative report, preop CT study demonstrated extensive calcification of the ascending aorta. The anterior and left lateral walls were heavily calcified; the entire lateral wall was free of calcification. The aortic root was heavily calcified. Both the aortic valve prosthesis and the surrounding aortic annular tissue was densely calcified. Ultrasonographic scanning confirmed the calcification without any intraluminal abnormalities noted. Initially the device was replaced with a 21 mm bioprosthetic valve; however, this was replaced with a 23 mm due to leaking. No other complications noted. The patient was taken to the ICU in serious but stable condition.